Manufacturer narrative:
Device passed self test and displacement test. Unit audio/beep/vibrate function properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received audio and beep anomaly. The customer¿s blood glucose level was 7.9 mmol/l. Customer also reported that they alarm did not occur prior to the issue. Customer stated that the beep every 15 minutes. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.